Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited noise through isometrics. An invasive procedure was performed. This lead was explanted and successfully replaced. No adverse pt effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated multiple signs of abrasion and a rubbed through insulation. Blood penetrated the lead in this area. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the housing of the generator. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.